Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving morphine (25 mg/ml, unknown dose) and bupivacaine (2 mg/ml, unknown dose) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient called the rep to report seeing an x when trying to get a bolus. The rep was not aware if the patient was getting a code or a lockout time and would be meeting with the patient later that day. There were no reported symptoms. The rep called back and stated that the patient had an empty pump on (B)(6) 2018. The rep confirmed that the patient was not getting boluses due to their pumping having an empty reservoir. The rep confirmed these events through viewing the event longs on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
H6; the previously reported patient code (B)(4) no longer applies to this event and has been updated to (B)(4). The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-15, additional information was received from the patient via a manufacturer representative (rep). It reported that over the weekend, the patient was admitted to the hospital for a potential overdose. The patient reported that their managing hcp refilled the pump last week and at that time, the patient reported issues with the personal therapy manager (ptm). The rep then determined that the pump had been out of medication for about 1 month. The hcp refilled the pump last week then the patient was admitted for overdose. The patient was brought into their managing hcps office today to analyze the pump and the rep was scheduled to see the patient tomorrow as the ptm was turned off on the date of this report by the hcp. The patient stated that at the hospital where they were admitted, no one knew what a pain pump was when they were asked why no one contacted the manufacturer when the overdose took pl ace. The report indicated that the pump contained baclofen, clonidine and dilaudid. The issue was not resolved at the time of this report. On 2018-oct-19, additional information was received from the manufacturer representative (rep). Information was requested regarding the cause of the pump going empty and the rep stated, "patient stated that he did not hear the alarm and didn¿t have an appointment scheduled to be refilled". Information was requested regarding if the patient had heard an alarm prior to the pump going empty on 2018-(B)(6) and the rep stated, "patient stated he had heard the alarm in the past". It was stated that the patient did experience symptoms; "the patient was admitted to the hospital at that time he was diagnosed with the flu per patient. After discussing with hcp, he believed the patient was experiencing withdrawal." The actions taken to resolve the event were requested and the rep stated, "the pump and ptm are now working properly. We reviewed were the patient can see refilled date on the ptm, I also reviewed the alarm settings on the tablet to ensure they were set properly". This source stated that the medications in the pump and the doses were "morphine 3.505 mg/day" and "bupivacaine 0.2804 mg/day". Ptm was programmed to a ".1 mg duration 1 min dose restriction 4/24 hr maximum activations 1". It was unknown when the patient first received an x on their ptm. On 2018-nov-01, additional clarifying information was received. The rep clarified that the patient has head the alarm in the past, but on the most recent occasion, they never heard the alarm. Clarification was received that reported the correct pump drugs were morphine (25 mg/ml, 3.505 mg/day) and bupivacaine (2.0 mg/ml, 0.2804 mg/day). Session long report was received and confirmed a non-critical alarm - low reservoir alarm occurred on 2018-(B)(6) at 6:50am. A critical alarm - empty reservoir alarm occurred on 2018-(B)(6)at 4:40am.